Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://www.boneandjoint.org.UK/content/jbjsbr/93-b/8/1045.full.pdf. (B)(4). Other device used: catalog #unk, unknown endo femoral head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that two patients died immediately postoperatively after hemiarthroplasty as a result of pulmonary embolism.

Manufacturer narrative:
No devices or photos were returned for review, therefore their conditions are unknown. Device history records were not reviewed as item/lot numbers were not provided. The devices were used in treatment. No applicable patient history is available. Component compatibility is unknown. A complaint history search could not be performed due to the lack of lot numbers provided. With the information provided, the cause of the pulmonary embolism cannot be determined, however surgical procedures do increase the risk of pulmonary embolism.